Event description:
Customer performed a blood glucose test at 7am. The customer took 35 units of insulin. At 2pm they were talking to family member who noticed they were disoriented and family member called an ambulance. The paramedics tested blood glucose and received a result of 60mg/dl and the customer's device read 108mg/dl. The customer went to the hosp and was given a cat scan. The customer is unsure of treatment if any was given. The customer did not eat on this day. No controls were in use. A request was made for the return of the subject device and replacement product was sent.